Manufacturer narrative:
H10. Additional manufacturer narrative: added additional h6 conclusion code.

Manufacturer narrative:
UDI number: (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Echocardiographic images pertinent to the case and were reviewed by the edwards subject matter expert. A summary of the echocardiographic evaluation result is provided below. The mitral bioprosthesis leaflets appear thickened but not calcified, and rigid; however, it is possible that the low resolution of the submitted images affects the appearance of the bioprosthesis leaflets. There is central mitral regurgitation; assuming an appropriate color-flow doppler nyquist limit, mitral regurgitation is severe. The interatrial septum has an abnormal appearance. Almost certainly, there is (benign) lipomatous hypertrophy of the interatrial septum, with an additional soft-tissue density mass protruding from the interatrial septum into the left atrium of uncertain significance; although it is possible that this could represent a tumor (most commonly a myxoma) or thrombus, the characteristics of the mass are insufficiently elucidated on the submitted images to allow reliable assessment. The submitted images do not demonstrate a discrete thrombus affecting, or in association with, the mitral bioprosthesis. Although it is possible that the thickened and rigid appearance of the mitral bioprosthesis leaflets could be due to overlying thrombus, other causes such as suture loop cannot be excluded based on the submitted images. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. The cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that six (6) days after a double mitral and aortic valve replacement, the patient experienced mitral regurgitation and leaflet collapse likely due to thrombus in the center of this 25mm mitral valve. As per the surgeon, after surgery the patient was only under prophylactic anticoagulation as per hospital protocol, however full anticoagulation was started after this issue was detected. Patient will be scheduled for a transcatheter valve procedure. The patient was noted as to be in stable conditions, discharged from ICU. There was no issue with the aortic valve.

Manufacturer narrative:
H3. Device evaluation: suture track indentations were observed on the free margins of leaflets 1 and 2 near commissure 2, indicating that the suture was looped around commissure 2. Minimal host tissue overgrowth was observed on the stent circumference around leaflet 2 near commissure 2 on the outflow aspect. Sewing ring and cloth was cut around commissure 3 at the inflow aspect and around commissure 2 on the outflow aspect. Suture holes and a few remaining suture threads were observed around the sewing ring. X-ray demonstrated wireform intact. H10. Additional manufacturer narrative: the device was returned to edwards for evaluation. Customer reports of regurgitation and leaflet collapse were confirmed through observed suture loop. Report of thrombus was could not be confirmed through visual observations. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. Most cases of suture loop noted intra-operatively are corrected and do not lead to serious injury or death. The cause of the event was procedural related/surgical technique.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, d7, h6.

Event description:
Through follow up it was learned that one of the leaflets was thick and did not move. The valve was explanted after three (3) months, five (5) days. The explanted valve was replaced with an unknown valve. Patient outcome was good. Patient was discharged from the hospital.